Event description:
It was reported that automatic mode switch episodes due to far r wave oversensing was observed via review of merlin transmissions. The device was reprogrammed. The patient was asymptomatic.